Event description:
¿During the usage I did have severe blood sugar swings unexplained. My other complaint is that when attached or detached, if you gently hold/squeeze the pump near cartridge, insulin is pushed through! This happens when putting the pump (mobi) into the case, when leaning on it, when sleeping or manipulating it. This can lead to undocumented insulin being delivered without the patient knowing, leading to severe hypoglycemia¿. Ref report: mw5169479.